Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist found a large gap during which orders were not processed at the cce. It was unclear whether the delay was caused by cerner or the interface; however, all systems appeared updated and current afterward. The specialist spoke with the customer and verified that the customer was able to see one of the previously missing orders under the patient on the server. The customer stated that emails had been circulated regarding a loss of connection to the pyxis system due to a winter storm. The customer was informed that an email update would be sent from the case and that the case would remain open to allow time to ensure the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient orders were not crossing from the emr into the pyxis machines across all units, but the system would only allow the customer to select one. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.